Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The communication faults caused the reported abnormal shutdowns. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's lifevest was abnormally shutting down.